Event description:
A report was received that the patient was burned while charging his ipg. The patient did not receive any medical treatment. The patient's symptoms were that the burned area turned black, the size of the burn was the size of a quarter, and the burn was located over the implant site. The patient's burn has healed and the patient is reportedly doing well.